Event description:
Information received by medtronic indicated that the insulin pump had reoccurrence replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The customer will discontinue use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged battery lasts less than expected, low battery alert and replace battery alert on event date (B)(6) 2022. The insulin pump passed displacement test, sleep current test, active current test, and self test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 21:38:00.000. This alarm was expect. However, an unexpected replace battery alarm occurred at (B)(6) 2022 22:33:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range, however, the power management graph indicated an esd latch-up on an ic chip. Insulin pump was cut open to perform visual inspection and found evidence moisture damage on electrical board1. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. In summary, battery lasting less than expected confirmed due to an esd latch-up on an ic. Moisture damage noted on electrical board1. An expected low batter alert was noted in history trace files, however, an unexpected replace battery alert was present. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.